Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the suspect turbine and installed it on a known good vela ventilator unit. The unit was powered on in operating mode for testing and the reported malfunction of the tidal volume (vt) being out of range was unable to be duplicated. However the turbine was found to be inoperable and produced an "eeprom (electrically erasable programmable read-only memory)" error. This issue will be internally investigated.

Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the tidal volume (vt) was out of range. The set vt was 500ml but the real volume output was 640ml. A calibration was performed but the reported issue was not resolved as it still delivered 620ml. The customer reported no patient involvement.